Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed a hole and reddish material in the pebax area. This could be related to the handling during the procedure; however, this cannot be conclusively determined. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The reddish material is unrelated to the reported event. A manufacturing record evaluation was performed for the finished device [31147312l] number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure in the left ventricle (lv) with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the deflection of the catheter became "bad" after several approaches. The catheter was replaced and the procedure continued without issue. The procedure was completed without patient's consequence.